Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. No further evaluation could be performed with the x-ray image provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient developed a greater trochanter fracture on an unknown day. No further event information available at the time of this report.